Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the pump was alarming and was confirmed by telemetry message "stopped pump may exceed tube set." The pump was programmed to stopped mode for unknown reasons. The drug in the pump was unknown.

Manufacturer narrative:
(B)(4).